Event description:
During a right total knee replacement both of the end teeth of the saw blade broke off and were easily retrieved without injury or delay. The site was irrigated and flushed. Postoperative x-ray was negative for any foreign material.